Event description:
The facility reported a colleague infusion pump with a defective display. According to the facility, it is unknown when or in which care are this event occurred. This event may have interrupted delivery. The facility did not have information regarding patient involvement or whether there have been any reports of patient injury or medical intervention in association with this event, and this facility was not willing to be contacted for any further information. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a defective display was neither confirmed nor reproduced during product evaluation. However, upon review of the event history log, failure code 199:xxx was found as the last event before servicing. Quality engineering has confirmed failure code 199:xxx as the determined problem. The root cause of the failure code was depleted main batteries. The main batteries and battery harness were replaced to correct this condition. A device history review was performed with no exceptions during manufacturing found.